Manufacturer narrative:
(B)(4). Refer to MFR report # 6000153-2007-01961 for analysis of an explanted lead ((B)(4)).

Event description:
An attorney alleged that a pt death had occurred. The claim was that the implanted devices (leads) were allegedly defective. Refer to MFR report #'s 6000153-2007-01960 and 6000153-2007-01961.